Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair with mesh. She had revision surgery 5 months post-surgery. The patient experienced surgical revision, hernia recurrence through central portion of mesh, mesh pushed up into the hernia defect, and adhesions.

Manufacturer narrative:
Additional information: b2, b5, d8, e1 (facility name, street 1, city, region, postal code), g1(manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), h6 (patient codes, device codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced hernia recurrence through central portion of mesh, mesh pushed up into the hernia defect, failure of mesh, previous mesh repair was incorporated into the posterior abdominal wall, adhesions, severe sharp pain, defective mesh, mesh failure, permanent impairment, mental pain, suffering, loss of enjoyment of life, scarring, and abdominal swelling. Post-operative treatment included CT-scan, revision surgery, mesh removal, large defect noted next to mesh was repaired with sutures and removal of prior mesh. Relevant tests/laboratory data: on (B)(6) 2019: op note: CT scan in on (B)(6) 2018 demonstrated recurrent ventral hernia.

Manufacturer narrative:
Additional information: h6 (device code). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: b5, b7, additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced hernia recurrence through central portion of mesh, mesh pushed up into the hernia defect, failure of mesh, previous mesh repair was incorporated into the posterior abdominal wall, adhesions, severe sharp pain, defective mesh, mesh failure, permanent impairment, mental pain, suffering, loss of enjoyment of life, scarring, and abdominal swelling. Post-operative treatment included medication, CT-scan, revision surgery, mesh removal, large defect noted next to mesh was repaired with sutures and removal of prior mesh. Relevant tests/laboratory data: on (B)(6) 2019: op note: CT scan in (B)(6) of 2018 demonstrated recurrent ventral hernia

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced hernia recurrence through central portion of mesh, mesh pushed up into the hernia defect, failure of mesh, previous mesh repair was incorporated into the posterior abdominal wall and adhesions. Post-operative treatment included large defect noted next to mesh was repaired with sutures and removal of prior mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced hernia recurrence through central portion of mesh, mesh pushed up into the hernia defect, failure of mesh, previous mesh repair was incorporated into the posterior abdominal wall, adhesions, severe sharp pain, and abdominal swelling. Post-operative treatment included large defect noted next to mesh was repaired with sutures and removal of prior mesh.